Manufacturer narrative:
A ge service representative performed an onsite investigation. A filament calibration was performed. The mainframe ps1 power supply and the keyboard were replaced. The software was reloaded and the image directory function was checked. All patient images are stored. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed a system error message. No patient injury was reported.